Event description:
Complainant alleged that the clinicians were pacing the heart rhythm of a pt with congentive heart failure. The clinicians set the ppm rate at 70 and started the ma rate at 30 and increased it to 100ma, but it did not appear that the pt was receiving the pulses, as there was no pt twitching observed. The clinicians obtained another device to successfully pace the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction. The complainant indicated that the facility's biomedical engineering dept was unable to duplicate the reported malfunction.